Event description:
Harmonic ace45e went into error mode as surgeon went to use it. Followed on-screen instructions to resolve (clean blade, tighten handle, restarted machine). Nothing worked. Replaced cable, still did not work. Replaced unit with another and case was completed.